Manufacturer narrative:
B3: date of event is estimated. D4: the primary UDI number is unknown as the part and lot number were not provided in the literature. Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
The following case report was obtained via an article regarding the results of an arteriotomy procedure to repair an iatrogenic subclavian artery injury. Access was gained via the left common femoral artery (lcfa) and an uninflated balloon was placed in the right subclavian artery for safety in case the closure device failed to obtain hemostasis. Two proglide devices were successfully deployed, but did not achieve hemostasis. A non-abbott device was used to achieve hemostasis. Upon removal of the "safety-balloon", one of the proglide sutures became dislodged and was noted to have been deployed into the balloon. Subsequent angiography revealed what was thought to be a pseudoneurysm which was treated with prolonged balloon inflations. It was further noted that the patient had suffered cerebral infarctions and after a long stay at the hospital, the patient died due to stroke complications. The additional adverse patient effects, including the patient death were unrelated to proglide devices. Details are listed in the article, "proglide entrapment of the occlusive balloon during repair of an iatrogenic subclavian artery injury".

Manufacturer narrative:
The device was not returned for analysis. Lot history record (lhr) and complaint handling system reviews could not be conducted because the lot number was not provided. Corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. The reported difficulties and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. The patient effect of pseudoaneurysm is listed in the electronic proglide instructions for use as a potential adverse event associated with the use of the device. There is no indication of a product quality issue with respect to manufacture, design or labeling.